Event description:
This spontaneous case was reported by a journalist and describes the occurrence of allergy to metals ("suspected allergy to essure components") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Previously administered products included for an unreported indication: iud for more than 10 years. On an unknown date, the patient had essure inserted. In 2016, the patient experienced tachycardia ("tachycardia attack"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abnormal weight gain ("significant intake of weight, til 10 kgs within a few months going til 28 kgs 2 and a half years later"), joint ankylosis ("hand ankylosis"), arthralgia ("articular pain in the neck"), memory impairment ("memory disturbances"), pain ("pain in the entire body: the slightest movement was terrible to do") and depression ("depressive state"). The patient was treated with surgery (for essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the allergy to metals, abnormal weight gain, tachycardia, joint ankylosis, arthralgia, memory impairment, pain and depression outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, allergy to metals, arthralgia, depression, joint ankylosis, memory impairment, pain and tachycardia with essure. The reporter commented: the patient was around (B)(6) years old. The essure had been placed and the procedure went well, but she developed rapidly symptoms. And after removal of essure she observed immediately the changes. A few days later, she felt again dynamic and she lost 3 kgs in 15 days. She was living again. Diagnostic results: on an unspecified date - both blood and effort tests as well as thyroid examination were performed with negative result. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-dec-2017 for the meddra preferred term "allergy to metals". The analysis in the global safety database revealed 353 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.